Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the middle sheath 8.2cm from the distal end of the middle sheath. The stent is missing and did not return for analysis. Microscopic examination revealed no additional damages. The thumbwheel lock is missing while the pull rack and middle sheath have moved from the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that stent deployment occurred outside the patient. A 6x40, 130 cm eluvia was selected for use. During introduction onto the guidewire, the stent deployed outside the patients body. Another stent was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that stent deployment occurred outside the patient. A 6x40, 130 cm eluvia was selected for use. During introduction onto the guidewire, the stent deployed outside the patients body. Another stent was used to complete the procedure. There were no patient complications reported.